Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
New information received indicates that this device had additional episodes with oversensed noise. Most episodes were short in duration (1-2 seconds) but there was one which was longer and had evidence of asystole greater than 2 seconds. Surgical intervention to further assess the rv lead was recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise. The patient is pacemaker dependent however there was no evidence of asystole greater than two consecutive seconds. Boston scientific technical services (ts) indicated that the noise appears to be indicative of a lead issue possibly from insulation damage. An x-ray was ordered to assess for potential lead fracture. All lead measurements were reported to be stable and within normal limits. Attempts to obtain additional information have been unsuccessful.

Event description:
New information received indicates that the patient underwent surgical intervention. All leads tested fine on the pacing system analyzer (psa) and remain in-service.